Event description:
Synergy china registry. It was reported that the patient experienced stable angina pectoris. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The first target lesion was located in the second diagonal with 90% stenosis was 25 mm long and a reference vessel diameter of 3.00 mm. The first target lesion was treated with pre-dilation and placement of a 3.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The second target lesion was located in the first diagonal with 80% stenosis and was 35 mm long, with a reference vessel diameter of 2.5 mm. The second target lesion was treated with pre-dilation and placement of a 2.50 mm x 38 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2024, the subject was diagnosed with stable angina pectoris and was hospitalized for further treatment. At the time of event, the subject was on aspirin. Medication was given to treat the event. Three days later, the subject was discharged from hospital.